Event description:
This event involved an aneurismal pfo closure attempt for prevention of recurrent stroke. A 30mm cardia device was first deployed, embolized to the left atrium, and was percutaneously retrieved. On the second attempt with a 20mm amplatzer atrial septal occluder, the device was deployed, embolized to the left atrium, and was percutaneously retrieved. On the third and final attempt, a 35mm amplatzer pfo occluder was successfully implanted.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. As stated in our instructions for use, the amplatzer septal occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the occlusion of atrial septal defects. Furthermore, the use of this device has not been studied in patients with patent foramen ovale. The procedural imaging has been requested by aga medical but has not been received at this point. A follow-up report will be filed once this information is received and reviewed by aga's medical consultant.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this patient underwent closure of a pfo with a cardia device. The 30mm device embolized in the left atrium and was retrieved percutaneously. The defect was balloon sized and a 20mm amplatzer septal occluder was deployed. The balloon sizing in this type of defect was difficult because of the complexity of the pfo anatomy. The push-pull maneuver was performed; however, during the push maneuver, the device pushed through into the left atrium. It was not released from the delivery cable and was recaptured and removed. Based on the images provided, the 20mm aso device did not embolize. A 35mm amplatzer pfo occluder was deployed successfully and released. Based on the images provided, the pfo was anatomically complex. The defect was a tunnel type pfo with significant redundancy of the septum primum and patulous communication. The 20mm aso appeared unstable since the smaller right atrial disc did not grab on to the aortic rim and was easily pushed into the tunnel. The 35mm amplatzer pfo device was the correct choice in this type of defect. The larger 35mm right atrial disc overlapped the aortic rim nicely providing a stable device after release.